Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator had a lead that shifted position, moving away from the nerve pathway. The patient did not see significant improvements in their symptoms of overactive bladder, including urinary urgency, frequency, and leakage. The lead was removed and replaced. There were no patient complications

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator had a lead that shifted position, moving away from the nerve pathway. The patient did not see significant improvements in their symptoms of overactive bladder, including urinary urgency, frequency, and leakage. The tined lead was removed and replaced. There were no patient complications. It was further reported that this occurred after doing yoga post-procedure. It was noted that the lead of the device shifted position, moving away from the nerve pathway. The doctor confirmed this movement through imaging.